Event description:
Just prior to the onset of cardiopulmonary bypass, the user reported that a pump jam error message occurred when the pump was turning about 30-40 rotation per minute, using a 1/4" ID tubing. As designed, the roller pump stopped working. The perfusionist loosened the roller occlusion a little bit, and re-started the roller pump and experienced the same result. In addition to the pump stopping, the perfusionist noticed that the display went blank. She touched the start button for the pump, and the pump display illuminated. She loosened the occlusion again and after a few turns, the pump jammed and the display went blank. Another pump on the base with tubing was used as a sucker pump. The case was completed successfully without delay, and there were no adverse consequences to the pt as a result of this event.